Event description:
It was reported that during interrogation, the pulse generator exhibited inappropriate measured data for the remaining device longevity. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.